Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, after anastomoses was connected with top anvil device, the surgeon turned the handle to lock and pulled the stapler out through rectum. The surgeon did not check whether device was intact. One day after the patient was discharged, the patient had a bowel movement and the anvil was found in the stool. Information regarding the patient status was not provided.